Manufacturer narrative:
No motor error alarm or excessive no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery and motor failure. The patient's blood glucose at the time of incident was 450 mg/dl. The customer attempted to treat via bolus but the device kept alarming no delivery. The customer was advised to revert to her medically prescribed back-up plan. Troubleshooting was declined. The insulin pump will be returned and replaced.